Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 0.5mm from the proximal balloon weld. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11855. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.25mmx12mm emerge balloon catheter was advanced for dilation. However, upon the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and was replaced with a 2.25mmx12mm nc emerge® balloon catheter. The device was initially inflated at 12 atmospheres; however, upon the second inflation at 10 atmospheres, the balloon also ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.